Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, when the instrument was introduced through the trocar, it tore the seal. The current patient status is ok. The lot and UDI numbers of the device are unavailable. There are no photos of the device available.